Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.0 for mechanical circulatory support. It was reported a that there was a high purge pressure issue resulting in the purge being changed to tissue plasminogen activator lyse therapy for a patient in critical condition. The impella ran after the lyse therapy, however the impella therapy was stopped due to the patient's worsening condition. Additional information was provided that noted the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.